Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the surgery center experienced a 285- loose tip error. A description from the surgery center indicated during the phaco mode segment, the aspiration was not working. The handpiece had passed the prime and tune stage, but the 285-error displayed. The tip was tightened, and the procedure was completely successfully. It is unknown if the tip was in the eye when the error occurred.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.